Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is retained by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the splenic artery using a lantern delivery microcatheter (lantern). During the procedure, the physician retracted the lantern to reposition the non-penumbra glide catheter. However, while retracting, the lantern broke into two pieces approximately half way down but was intact. Therefore, the physician pulled back on the hub of the lantern and successfully removed the microcatheter. The procedure was completed using a new lantern and the same glide catheter. There was no report of an adverse effect to the patient.